Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device could not detect the correct power source. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an extensive engineering investigation was performed. The investigation determined that the device charging fault was due to a defective main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).